Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it took me 3 weeks before') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it took me 3 weeks before') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain"), neck pain ("I do have chronic neck pain"), back pain ("chronic back pain"), frustration tolerance decreased ("its very frustating though") and weight loss poor ("I have just never had such a hard time losing weight without putting a huge amount of efforts"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the medical device removal, procedural pain, neck pain, back pain, frustration tolerance decreased and weight loss poor outcome was unknown. The reporter considered back pain, frustration tolerance decreased, medical device removal, neck pain, procedural pain and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, neck pain, back pain, frustration tolerance decreased, weight loss poor. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received:-new events "I do have chronic neck pain", "chronic back pain", "its very frustrating though" , "I have never had such a hard time losing weight without putting in a huge amount of efforts" was added. Reporter was added. On (B)(6) 2020: content received from social media: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it took me 3 weeks before') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.